Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the card reader on the system monitor not working, was confirmed when the system monitor was evaluated by technical service. A damaged card reader was found. The card reader on the board had a terminal that was pushed out of place. On the data card side of the card reader the terminal was bent. The damaged terminal prevented a proper connection between the data card and connector from being made. The main board, where the card reader is mounted on, was replaced. The repaired unit was tested and returned to the rental/loaner pool. The system monitor (pn 101214) was built in apr 2017. The packaged system monitor (pn 1286 int) was placed into inventory on apr 22, 2017. The unit was shipped to the customer on (B)(6) 2017. The unit had no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), heartmate ii lvas IFU and heartmate 3 lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU, heartmate ii lvas IFU and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an issue with the cf-card slot of the system monitor. No card was accepted anymore by the monitor and no data could be downloaded. Different cf cards were tested and the issue persisted. There was no alarm for the event.